Manufacturer narrative:
The device was returned for analysis. Upon a visual inspection of the device, it was determined that the tamper seal was intact. The device top case corners were chipped, and the right plunger case was cracked. A review of the history logs of the device showed a primary audible alarm for background test. In order to duplicate the reported alarm, the device was evaluated during the power up process, audio test and an occlusion test and the primary audible alarm could not be duplicated. The investigators were unable to determine what caused the alarm and found no damage to the speaker. This issue is being monitored via an internal corrective and preventative action (CAPA) and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. The speakers were replaced as a preventative measure. The device passed the power up process, audio test and all functional tests. The device is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) .

Event description:
It was reported that a background plunger test error had occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.